Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 23 of the patient's mouth. Implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.